Event description:
It is reported that a customer experienced high blood glucose of 469 mg/dl. The customer was treated for the high blood glucose with 10 units of manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and preformed a high pressure test. The customer's pump passed the test functions. The customer was sent sample infusion sets to try out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.